Event description:
Patient contacted dexcom on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. Patient claimed that the transmitter leaked an orange fluid through the sensor pod that tinted the adhesive pad and tegaderm patch an orange color. Patient experienced soreness and itchy skin at the affected site. On (B)(6) 2015 patient contacted her endocrinologist and internal medicine doctors. Doctors could not recommend treatment due to lack of knowledge of the unknown substance. Patient was told to clean the area and use a warm compress until more information is available. On (B)(6) 2015 patient was advised by dexcom technical support that it okay to insert a new sensor into the abdomen, away from the affected site. On (B)(6) 2015 the patient applied a new transmitter and stated that in the morning her fingernails were orange. On (B)(6) 2015 patient stated that she inserted a new sensor from a different batch and did not experience any of the previously mentioned symptoms. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4)